Event description:
It was reported the trial patient had a dural puncture during the procedure, which resulted in the physician performing a blood patch on (B)(6) 2013. It was reported the pt did not have any side effects from the issue, but did have draining from the lead insertion site. Add'l f/u on the status of the pt identified the pt was well, and had continued to remain asymptomatic.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.